Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during the initial heartmate 3 bilateral thoracotomy implant, the medical doctor could not engage the outflow graft (ofg) clip. There appeared to be a slight separation of metal ring from purple nut and purple nut appeared small. No engagement of the clip was physically possible. The doctor exchanged the ofg clip in implant kit for a new ofg clip and the clip engaged without issue. There were no reported adverse events. No further information was reported.

Manufacturer narrative:
Manufactures investigation conclusion: the reported event was confirmed. The hm3 sealed outflow graft was returned in like-new condition. Visual inspection of the graft confirmed that the locking nut was not fully threaded down, resulting in there being no gap for the distal side of the outflow graft clip to slide into. The graft hardware was disassembled to further visualize the issue and the locking nut was found to be fully mobile in both the tighten and loosen directions. The threads on the hardware did not show damage or defects that would have prevented the locking nut from being torqued down and the nut could be easily rotated into the fully threaded position. Inspection of the part under a microscope found the metal to be smooth with no visible tool marks from a torque wrench. The issue was further investigated by manufacturing and the probable root cause was identified. Several process improvements have been implemented and additional improvements are currently in process. The surgical procedures section of heartmate 3 lvas IFU contains information on "preparing the sealed outflow graft." The IFU includes instructions for installing the outflow graft clip. The surgical procedures section of heartmate 3 lvas IFU rev. A (document # (B)(4)) contains information on "preparing the sealed outflow graft." The IFU includes instructions for installing the outflow graft clip. The IFU also warns that, during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.